Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the proximal end of the stabilizer was kinked and fractured at 9cm from the proximal end likely due to handling damages that limited the performance of the device. It was also observed that stent was partially deployed from the distal end of the catheter. The delivery catheter shaft was deformed at 12cm from the proximal end. During functional testing, the delivery catheter was flushed and traces of blood exited. The stabilizer was advanced with resistance. The distal taper tip was cut from the stabilizer and the stabilizer was removed from the catheter with resistance experienced due to the deformed section of the catheter. The stent was fully deployed and noted to be deformed. The stabilizer was noted to have solidified blood. As per the additional information, the patient¿s anatomy was noted to be severely tortuous. It is probable that the tortuous anatomy caused the as reported and as analyzed defects. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on the review of the investigation, it was found that the stent was partially deployed. There was no clinical consequences to the patient.